Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a loud whistling noise and would not run in reverse. Therefore, the reported condition was confirmed. It was determined that the coupling head, ecu and electronic motor were worn. The assignable root cause was determined to be wear on internal electronic and mechanical components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was making loud whistling noises. During in-house engineering evaluation, it was observed that the device would not run in reverse. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.